Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 18 cm proximal to the lead tip. Two fragments of together 66 cm length were received for analysis as the distal fragment was found elongated. The visual inspection of the available fragments revealed abrasion marks along the lead body. Further inspection showed a squeezed and deformed lead body approx. 31 cm distal to the lead tip. In this region the insulation and the coating of the conductor cables to the shock coil and the ring electrode were damaged. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment as presumed in the complaint description. Furthermore, deformations of the shock coil were observed which most likely resulted from the explantation procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 14 months, oversensing on the ventricular channel was reported.